Manufacturer narrative:
Based on the limited information, we are unable to determine the root cause of the alleged issue. In the event that additional information is obtained, a follow-up report will be submitted.

Event description:
Bayer medical care was notified of an alleged extravasation that had occurred in (B)(6) 2015 during an abdominal CT scan while the patient was connected to a stellant CT injection system. The customer reported that approximately 100ml of contrast was extravasated during the injection. The patient was taken to surgery at which time a fasciotomy was performed to reduce the pressure in the arm. The patient was subsequently admitted to the hospital for further observation and treatment and was discharged to home on (B)(6) 2015. Note: this event occurred in (B)(6) 2015; however, we were not made aware of this event until february 24, 2017.